Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that revision had not yet been scheduled, but the plan was to revise the surgical paddle and replace the battery with a non-rechargeable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that around (B)(6) 2018, the patient started having a lot of pain. It was requested that a manufacturer representative (rep) meet with the patient to perform device reprogramming to get the ins turned back on. The patient's ins had "been jumped" and a power on reset (por) had occurred. They were told to get the por cleared by the hcp. They were redirected to the doctor to have an appointment scheduled with a rep. It was noted the patient was currently in a rehab facility, so it was reviewed that a rep can be invited to any medical facility upon a hcps approval. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was experiencing poor communication. The caller noted that the patient had not used the therapy in almost a year. The date of the last successful charge was unknown. It was reported that the patient hadn¿t charged due to non-compliance. Additional information was received from a friend/family member of the patient. It was reported that the patient had their device jump started recently and now encountered a power on reset (por) message on the programmer, which caused the therapy to stop. It was reported that the warning por could not be cleared. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-apr-18 and 2018-apr-19. It was reported that the patient¿s battery was in overdischarge because she had not charged the device in over two years. The rep performed a trickle charge and cleared the power on reset (por) message without issue on (B)(6) 2018. It was noted that the system was functioning as expected but after two attempts on different occasions, the programming was stimulating the patient¿s ribs across majority of the lead. The rep also reported that the patient¿s pain was not resolved because they were unable to program the lead to provide stimulation in her painful areas. The patient had an appointment scheduled for (B)(6) 2018 with a surgeon to discuss a lead revision for better coverage. There were no further complications reported or anticipated.